Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All follow up efforts are completed, no further information is available.

Event description:
It was reported that the patient was deceased and died approximately five months after the implantable cardiac defibrillator was replaced with an implantable pulse generator. The cause of death has been requested and not received.